Manufacturer narrative:
Device evaluated - additional information. Evaluation codes - device evaluation. Additional manufacturer narrative - device evaluation. The echelon-10 micro catheter was used for treatment for a basilar tip aneurysm. The echelon-10 micro catheter was returned for analysis without the ancillary devices and separated tip. Therefore, any contributing factors from these devices and separated tip could not be assessed. Based on the device analysis, reported information and customer provided image, the customer's report of "marker band dislodged" was confirmed. Approximately 2.0 mm of the distal marker band and tip were found missing from the catheter. The broken end exhibited plastic deformation (jagged edges and stretching) of the tubing material, which indicates that the catheter separated when exceeding the tensile strength of the tubing material. During the investigation, the bifurcation aneurysm implant (non-medtronic device) was found to be incompatible for use with the echelon-10 micro catheter. The device is compatible with a 0.021¿ inner diameter micro catheter. However, the echelon-10 micro catheter has an inner diameter of .017¿. Therefore, it is possible that resistance was encountered during delivery of the incompatible bifurcation aneurysm implant device subsequently causing the distal marker band and catheter tip to become separated. Per the echelon micro catheter IFU (instructions for use): ¿ensure embolic material compatibility with catheter prior to use. Never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation or other patient injuries.¿ in addition, the micro catheter shaft was found to be kinked. Based on the condition of the returned device and packaging, it is likely that this kink occurred due to the folding of the device within the opened inner pouch. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received for analysis. Once complete a supplemental report will be submitted.

Event description:
Medtronic received information that the echelon tip appeared to break off <(>&<)> was noted to travel to distal branches. The procedure was abandoned and the patient wakened. The patient was receiving treatment for a basilar tip aneurysm. The catheter was flushed as indicated in the IFU. The access vessel was the basilar and was 2.8mm in diameter. The physician had a coil (non covidien/medtronic coil) in the aneurysm but it was not detached. While attempting to deploy another (non covidien/medtronic) device the physician noticed something was detached and moving into a distal branch vessel. The physician thought it may have been the marker from the new device, but when all the products were removed, they noticed the tip of the echelon was missing. The tip remains in the patient in the distal branch of the basilar or occipital region. No surgical or medical intervention was required. No injury to the patient reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.